Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/23/24 and ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 11/23/24, the user reported they experienced severe fluctuating blood glucose levels, dropping to 22 mg/dl in the morning, requiring a glucagon shot. After disconnecting the ilet and reconnecting when the bg was 300 mg/dl, the patient's bg rose to 450 mg/dl before crashing down to 60 mg/dl. The user was then driven to the emergency room. On 12/3/24, a beta bionics customer care agent followed up the user. The user clarified that they had started dialysis around the same time as using the ilet and attributed the low bg to their kidney condition, not the ilet. The user required two glucagon shots during this event and stated that they are not blaming the ilet for the incident. Blood glucose levels ranged from 22 mg/dl (low) to 450 mg/dl (high), with the low lasting about 2 hours and the high lasting 4 hours. The user reported symptoms of seizing, sweating, and feeling loopy during the low, and thirst and headache during the high. The user was admitted to the hospital on (B)(6) 2024 and released on (B)(6) 2024. The treatment received in the hospital included glucagon shots. The patient resumed using the ilet but mentioned they would not use it during dialysis or immediately before dialysis. The patient may have to discontinue use of the ilet due to their dialysis treatment. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.